Manufacturer narrative:
Despite multiple attempts, no additional information was available from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. This patient was presented back to the electrophysiology (ep) laboratory for a scheduled left ventricular (lv) lead revision procedure.